Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 5 ((B)(6) 2010, (B)(6) 2005, (B)(6) 2008, (B)(6) 2001, (B)(6) 2000)), c-section (twice 2001,2005), tonsillectomy in 1997, bronchitis and depression. She denies any exposure to cat litter. No history of sexually transmitted diseases. Concurrent conditions included morbid obesity, smoker, headache since (B)(6) 2015, nausea, photophobia, vomiting, drug allergy and allergy (causes hives and shortness of breath). Family history included hypertension (father, mother), diabetes (mother and paternal grandparent), breast cancer (maternal grand mother, cousin) and asthma (son and daughter). Concomitant products included topiramate since 2015 and venlafaxine since 2015. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea(along with cramping)") and abdominal pain lower ("cramping/pain cramping"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge(severe,thick)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems: depression"). On (B)(6)2015, 4 years 6 months after insertion of essure, the patient experienced cystitis ("infection (bladder/infection bladder)"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). The patient was treated with ibuprofen, antibiotics, iron preparations, surgery (hysterectomy with bilateral salpingectomy), surgery (endometrial ablation) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cystitis, vaginal infection, urinary tract infection, depression, bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue and weight increased outcome was unknown and the menorrhagia, uterine haemorrhage, genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, bladder disorder, cystitis, depression, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: essure devices seen. Has an anti-e antibody. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs and medical records received patient details, other relevant history, lab data, product information, concomitant and treatment drugs, new events: infection (bladder/infection bladder), vaginal infection, urinary tract infection, psychological or psychiatric problems:depression, bladder or urinary problems or changes, urinary tract disorder nos, nausea(along with cramping), cramping/pain cramping, vaginal discharge(severe,thick), fatigue, weight gain, menorrhagia, abnormal uterine bleeding were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ cramping pelvic pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("persistent bleeding/abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 5 ((B)(6)2010, (B)(6) 2005, (B)(6) 2008, (B)(6) 2001, (B)(6) 2000)), c-section (twice 2001,2005), tonsillectomy in 1997, bronchitis and depression. She denies any exposure to cat litter. No history of sexually transmitted diseases. Concurrent conditions included morbid obesity, smoker, headache since (B)(6)2015, nausea, photophobia, vomiting, drug allergy and alcohol intolerance (causes hives and shortness of breath). Family history included hypertension (father, mother), diabetes (mother and paternal grandparent), breast cancer (maternal grand mother, cousin) and asthma (son and daughter). Concomitant products included topiramate since 2015 and venlafaxine since 2015. In 2010, the patient experienced dysuria ("severe cramping with urination"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea(along with cramping)") and abdominal pain lower ("cramping/pain cramping"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge(severe,thick)") and weight increased ("weight gain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems:depression"). On (B)(6) 2015, 4 years 6 months after insertion of essure, the patient experienced cystitis ("infection (bladder/infection bladder)"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, antibiotics, iron preparations, surgery (hysterectomy with bilateral salpingectomy), surgery (endometrial ablation), surgery (ablation) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cystitis, vaginal infection, urinary tract infection, depression, bladder disorder, urinary tract disorder, nausea, vaginal discharge, fatigue, weight increased and dysuria outcome was unknown and the menorrhagia, genital haemorrhage, uterine haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, bladder disorder, cystitis, depression, dysuria, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, abnormal uterine bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: essure devices seen has an anti-e antibody on (B)(6) 2013: the health care provider said that the essure are in place most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: event: dysuria was newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.